Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, when the technician pulled out the instrument to clean the monopolar curved scissor tip, the mcs tip and a small piece of plastic at the tip of the sp mcs fell inside patient lower abdomen. The surgeon was able to retrieve 4 pieces of the scissor tip and the broken piece of plastic out of patient lower abdomen. Replaced with a new instrument and scissor tip to complete the case as planned. The procedure was completed.

Manufacturer narrative:
The single port (sp) monopolar curved scissors instrument was received, and failure analysis replicated and confirmed the reported complaint. Failure analysis found the instrument to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was returned and measured approximately 3.10mm x 4.15mm in size. Additional findings: the instrument was found to have a detached fragment. The detached fragment broke off from the instruments tube adapter. The broken piece was returned with the instrument.the instrument was found to have the coupling of the instruments drive rod broken at the distal end. The broken pieces were returned with the instrument. The mcs tip was received, and failure analysis found the mcs tip to have a dislodged retaining tip cover from the mcs blades with cracking damage. No material appeared to be missing.

Manufacturer narrative:
Advanced failure analysis of the monopolar curved scissors (mcs) instrument was performed, and the initial failure analysis was confirmed: the instrument exhibited a broken molded insulator and broken coupling. The coupling was confirmed to be broken, and it appeared all components of the coupling were returned. To clarify, the coupling is a metal component of the mcs instrument which has a socket that accepts the ball from the mcs tip accessory. Additional analysis was also performed on the mcs tip and the initial failure analysis was confirmed. The accessory's metal component appeared to be free of any obvious damage and appeared to be intact. The accessory's ball which engages with the instrument's socket appeared to be intact and free of damage. The retaining cover exhibited damage and cracking. The cracking was localized around the one of the retaining cover's bayonets, which is a feature that protrudes inward within the retaining over and engages with the instrument's instrument tube adapter. The accessory has two bayonets, and both appeared to be present. The exterior of the retaining cover exhibited damage at the exterior of the component, specifically at the area external to the bayonet with the cracking damage. Due to the cracking and damage around one of the retaining cover's bayonets, the accessory's ability to stay securely on the instrument may be compromised, as the bayonets engage with the instrument's tube adapter and aid in holding the retaining cover on the instrument.

Event description:
Refer to h11 for follow-up information.